Event description:
Device report from synthes reports an event in the USA as follows: it was reported that 8-11 protection sleeve 03.043.033s for tibial nail advanced system bound with the 12mm opening reamer potentially causing metal fragments in patient during knee surgery. This complaint involves one (1) device protec slv/ flex/ lg for nl 8-11 / -s. This is report 1 of 1 for complaint pc-(B)(4).

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on february 16, 2022, patient underwent a knee surgery with tibial nail. The 8-11 protection sleeve for tibial nail advanced system bound with the the 12mm opening reamer potentially causing metal fragments in patient. Used ex suprapatellar instrumentation. The procedure was completed successfully with a surgical delay of 5 minutes. Patient outcome was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.043.033s, lot # 10273020, manufacturing site: werk selzach, release to warehouse date: 18 nov2021, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.